Manufacturer narrative:
Concomitant medical products: 310c27 tissue valve, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and pacing impedance variation. In addition, the lead triggered alerts for undefined high pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.